Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome pro rx 39 was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat strictures performed on (B)(6) 2025. During a sphincterotomy procedure, the cutting wire of the autotome pro broke and snapped off the catheter where the insulated portion connects to the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was energized prior to bowing; however, per the instructions for use (IFU), precaution: the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity.